Event description:
It was reported that the ventilator cycled off while it was connected to a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported event could not be reproduced. The ventilator was tested, passed pre-use check and was cleared for clinical use again. No parts were replaced. Provided ventilator logs were reviewed. There are several alarms for high airway pressure, low expiratory minute volume, regulation pressure limited, high respiratory rate and high peep. The generated alarms indicate a high expiratory resistance. With a high expiratory resistance the patient may not be able to fully expire under the expiration phase before initiation of a new inspiration phase which will lead to the above alarms. The pressure level required to achieve the set target volume cannot be delivered and results in that the patient is not sufficiently ventilated. The difficulties may either be related to not optimal user settings of the device for the actual patient or an increased expiratory resistance due to accessories in the patient circuit. Information concerning what type of patient breathing circuit or filter that was in use at the time was not provided. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. Successful pre-use check was performed after the event. The cause of the reported problem is attributed to user error or clinical application error. There is no indication of a ventilator malfunction at the time of the event. (B)(4). Ref. Exemption #: e2018003. (B)(4). (B)(6).

Event description:
(B)(4).